Event description:
A complaint of high readings was received on a customer's freestyle meter. The customer obtained a reading of 220mg/dl compared to a laboratory comparison reading of 114mg/dl. The results when plotted on a parkes error grid fall in the "c" zone showing the difference to be clinically significant.